Event description:
Customer reported that a non-pediatric pt had become hyperphosphatemic while receiving total nutritional admixture (tna) prepared by the compounding center (cc) per instructions from the hospital pharmacy (hp). Reportedly, the pt required dialysis. Procedure followed: physician order is transcribed into computer using software 2m8291 by hp and approved by a hospital pharmacist. This software has limits for additives and alarms if a limit is exceeded. Transcription is then delivered electronically to cc. Review of records shows that tna was compounded correctly per transcription received. Physician ordered sodium phosphate as mm/liter, but transcription was in terms of mm/100ml. The hospital lab had analyzed tna and found the phosphate level much higher than physician had ordered. The transcription record shows an order of magnitude error. Cc's review of the log file indicates that it is likely hospital rph overrode two software warnings, one for a potential calcium phosphate compatibility problem and one for a level of phosphate exceeding the limit set forth in the hospital's customized file. The outcome for the pt is not known.